Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator had multiple events of ventricular oversensing of myopotentials. The oversensing did not cause any pacing inhibition or changes in pacing function. The device was reprogrammed to address this, and the patient will continue to be monitored. The patient was asymptomatic and in stable condition.